Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. The patient presented bone type iii, immediate implant and immediate load were performed and biomechanical overload has occurred.